Event description:
The needle sheared off from the handle during a procedure when the registrar attempted to mobilize the core of the bone. Approx 4cm of the trephine needle remained embedded in the iliac crest. The technique used by the registrar differed from that stated in instruction sheet and the hosp's own documented procedure. Apparently the technique is well used in the UK, and consists of a backwards and forwards motion, rather than a circular motion.